Event description:
The manufacturer became aware that a user of the dreamstation auto CPAP alleging bloody nose and humidifier is not using any water. There was no report of serious patient harm or injury. Patient states he cleans his device weekly with warm water and a mild dish soap. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.